Event description:
It was reported that this right atrial (ra) lead exhibited high impedances and oversensed noise. No adverse patient effects were reported. The lead polarity was reprogrammed and remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).